Event description:
Pt called lfs in 8/2003 alleging the meter would not power on upon insertion of the test strip, however it would power on when pressing the power button. The pt reported feeling shaky while attempting to test. The pt took no actions after attempting to test on the meter. The issue was not resolved with troubleshooing. No further info has been reported.